Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 94 mg/dl. The customer's mother stated that the device had not been exposed to moisture, but that the numbers on the insulin pump were just running up on the display and she could not get them to stop. She replaced the battery and then received the alarm. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers running up noted. The insulin pump had minor scratches on lcd window, cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.